Event description:
The device was used during a sigmoid colectomy. Reportedly, the green approximation tab was not appearing in window and the anvil came off when withdrawn. The anastomosis leaked and the surgeon manually sutured and performed an ileostomy. The hosp has reported the patient's condition is satisfactory.